Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure in 2021 and suture was used. During the procedure, it was reported by the vet that the needle popped of the suture one millimeter away from the swage. There were no patient consequences reported. No additional information was provided.